Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
At 7:55pm (B)(6) customer received a blood glucose reading of 176mg/dl from his contour xt. He injected 18 units of insulatard. After 10 minutes, he felt bad and called an ambulance. The emt tested his blood glucose at 80mg/dl and the contour xt read 86 mg/dl. He was taken to the hospital and given a glucose injection. He was discharged that evening. A new meter was sent to him.